Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report #3004209178-2014-86047.

Event description:
Customer called in to report a hospitalization on (B)(6) 2014 due to high blood glucose caused by bent cannula on the infusion set. Blood glucose reading at the time of hospitalization was between 550 mg/dl and 650 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Customer mentioned that 2 of the sensor cannulas had bent during insertion. Current blood glucose reading is 200 mg/dl. Replacement sensors sent. Nothing further reported.